Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the screen would go green and red. There was also a cloud over the screen when there wasn't a red and green image. A delay in the procedure of an undisclosed duration occurred as a backup bflex 5.8 bronchoscope was obtained. No harm to the patient or user was reported.